Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) resulting in gripper line break and single gripper actuation issue, per the account is related to patient conditions and due to a long and prolapsed anterior leaflet. Unchanged mitral valve insufficiency/regurgitation appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device). Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, a long and prolapsed anterior leaflet. An xt clip was inserted and was advanced under the valve. Due to the patient's anatomy, the anterior leaflet became caught behind the gripper. At this point, it was observed that one gripper was not functioning as intended. A gripper line break was suspected. Troubleshooting was performed. The clip was unable to be removed. Although the clip remained caught on the leaflet, it was able to grasp both leaflets. Mr remained at a grade of 3-4. There was no clinically significant delay in the procedure.